Event description:
During the endoscopic cholangiopancreatography procedure in the duodenum, the cutting wire reportedly "sparked and then pulled away from distal tip of the catheter." The procedure was completed with a second device. The patient was "fine" post procedure.

Manufacturer narrative:
Additional information was received from the user facility. It was confirmed that no wire remained in the patient.